Event description:
Patient came in for an ivc filter. Patient care tech verified that the membrane at the end of the tip was intact at the beginning of the case. When the cone retrieval unit was removed the nurse noted that cone retrieval membrane was missing from the tip.